Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 600 mg/dl. Customer reported that the insulin pump had a blank display after dropped. Customer reported that the insulin pump was shutdown. Customer reported that they were not using insulin pump from 48 hours. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Device received with broken battery tube threads, cracked case display window corner and cracked case reservoir tube window corner. (B)(4).